Manufacturer narrative:
The field service engineer replaced multiple parts in the ise module and performed an ise cleaning. He did a performance check and the instrument was performing within specifications. The customer performed calibration and controls and they were acceptable within the range. Ise correlation checks were also performed and they were successful. The issue was resolved. The cause of the event could not be determined. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 2 patients' plasma samples tested with ise sodium (na) assay on a cobas 8000 cobas ise module when compared to a different cobas 8000 cobas ise module. Sample 1: initial result: 131 mmol/l.. Repeat result: 137 mmol/l. Sample 2: initial result: 132 mmol/l.. Repeat result: 138 mmol/l. The physician questioned the results. The samples were repeated. The repeat results were deemed to be correct. An amended report with the correct results was issued.

Manufacturer narrative:
The na electrode lot numbers used were 630919 and 595342. The customer stated they use a 3rd party qc and it was within range. The customer mentioned that the electrodes have been replaced twice between 18-aug-23 and 19-aug-23 and that they also used fresh calibrator and qc. The customer confirmed that the maintenance is up to date and there were no bubbles in the reagent tubing. The field service engineer replaced the pinch valve tubing and conditioned the flowpath. He also checked the adjustments. Precision studies were performed and they were within specifications. Investigation is ongoing.